Manufacturer narrative:
Title: fully laparoscopic thermo-ablation of liver malignancies with or without liver resection: tumor location is an independent local recurrence risk factor source: surgical endoscopy (2021) 35:845¿853 published online: 19 february 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed the risk factors associated with local reoccurrence of hepatocellular carcinoma after exclusive laparoscopic thermo-ablation (ta) with or without associated liver resection between january 2012 and november 2017. It is noted that 65 patients with 112 malignant liver tumors were included in this study. Additionally, ta was accomplished using microwave ablation (mwa) with emprint in 36 patients. Post-operative complications included an intestinal fistula which required a re-intervention (type not specified) and a porto-arterial fistula, which required transfusion of two units (product unknown) and selective radiological arterial embolization. Patient outcomes after interventions were not noted. The author does not state if our device was involved or contributed to any of these events. Title: fully laparoscopic thermo ablation of liver malignancies with or without liver resection: tumor location is an independent local recurrence risk factor author: geofrey ledoux date of publication: 11 february 2020.